Manufacturer narrative:
Follow up #1 08/22/2015 device evaluation: the pump has been returned to animas and evaluated on 08/04/2015 with the following findings: the pump¿s black box history showed multiple pump reboot events, most of which occurred after call service 088 alarms. Moisture was observed behind the display lens. The returned battery cap was secured to the pump and was able to maintain an electrical connection. The pump case was found to be cracked near the upper right corner of the display lens. No moisture was observed in the battery compartment. A leak test was performed and a leak was found at the crack in the pump casing. During testing, the pump powered on to the ¿verify¿ screen with black lines and discoloration on the display. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had intermittent power. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.